Manufacturer narrative:
The insulin pump passed self test and a21 error alarm test. No a21 alarm. However, the insulin pump was received with minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a21 and damage. Customer's blood glucose was unknown mg/dl. The customer stated that the lower left and the lower right of a display have a crack. The customer stated that a battery loading slot and a reservoir window has a crack.